Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the recharger, model wr9200 , s/n (B)(6), revealed the recharger was unresponsive; the flash sector read/write protection bits have become set. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient couldn¿t recharge their implantable neurostimulator (ins) due to problems with the wireless recharger (wr). When connected to the dock, the three battery icons of the wr flash fast one at a time. It was impossible to turn on the wr. There were no factors that may have led or contributed to the issue. The wr was taken out of shipping mode by the manufacturer representative (rep) (charged until the battery reached 100%) before being delivered. The wr was reset but did not resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.